Event description:
A 5 y/o male with sickle cell anemia had a port-a-cath inserted to facilitate monthly blood transfusions. A 7 french norfolk port-a-cath was inserted into the left subclavian vein using the seldinger technique. Excessive bleeding from the subclavian puncture site was encountered after the peel-a-way sheath was removed. Initial flouroscopy revealed an intact catheter in the superior vena cava. Pressure was applied to the subclavian vein for 15-20 minutes until the bleeding stopped. Repeat fluoroscopy revealed an embolized catheter to the right atrium and inferior vena cava. The catheter was removed by the interventional radiologists via a left femoral vein approach. The child was returned to the or at the request of the family to insert another port (bard). The post-op chest x-ray revealed the catheter in the superior vena cava and no pneumothorax or hemothorax. The child was admitted to 4 days later with a left pneumonia and pneumothorax. The pneumothorax resolved with supplemental oxygen. He is completing a course of antibiotics for the pneumonia.